Event description:
As reported, when opening the capsure package the part of the paper seal on the plastic shell was lifted up and was not completely sealed. It was also reported that the device was not used and a new capsure device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure sterile packaging was not completely sealed. The sample was returned for evaluation. Based on the visual inspection of the returned sample, it appears that a piece of foreign material sealed between the lid and tray. Evaluation and root cause investigation is still ongoing. When the investigation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when opening the capsure package the part of the paper seal on the plastic shell was lifted up and was not completely sealed. It was also reported that the device was not used and a new capsure device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure sterile packaging was not completely sealed. The sample was returned for evaluation. Based on the visual inspection of the returned sample, it appears that a piece of foreign material sealed between the lid and tray. Evaluation and root cause investigation is still ongoing. When the investigation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Based on the sample evaluation conducted a seal barrier defect because of a foreign plastic material presenting between the tyvek lid and blister tray. The foreign material did not allow adequate heat transfer between the tyvek lid and blister tray. CAPA determination was open to address corrective actions. An awareness was performed to the manufacturing personnel to review the issue. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution in oct 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.